Manufacturer narrative:
The results of the investigation concluded that the spiral loop was fractured between electrodes 2 and 3 exposing the internal components. The catheter met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the fracture in the spiral loop is consistent with damage during use.

Event description:
After completing a pulmonary vein isolation in the left atrium, the spiral catheter was removed from the left atrium and placed in the right atrium. Upon crossing the intra-atrial septum, a physical kink was noted on the spiral catheter between electrodes 2 and 3. The kink was an anomalous 90 degree bend caused by a non-abbott sheath. After noting the kink, the procedure continued and a right atrial flutter ablation was completed. At the end of the procedure, the spiral catheter was successfully removed from the right atrium with no complications. During analysis, the catheter was noted to be fractured between electrodes 2 and 3.